Event description:
It was reported one of the leads were exhibiting high impedances and programming was unable to restore effective therapy. As such surgical intervention is pending to address the issue.

Manufacturer narrative:
B3-date of event is estimated the allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model:3186, UDI: (B)(4), serial:(B)(6), batch: a000156751

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated patient underwent surgical intervention wherein the leads were replaced and therapy restored.